Event description:
A physician phoned to report that the hv lead impedance was out of range, he also reported that the charge time limit had been reached, requiring external defib from ems personnel. Egms were faxed to sjm technical services. After reviewing, they recommended explanting the device and lead due to damage observed usually as a result of a failure of the hv lead. It was reported to st. Jude medical that 3 days later the patient expired. The st. Jude medical representative spoke to the physician and requested that the device and lead be returned for analysis.